Manufacturer narrative:
An event regarding dislocation involving a trident shell was reported. Instability, dislocation and shell malposition were confirmed. A review by a clinical consultant noted: because optimal component position is the responsibility of the surgeon, this factor is procedure-related while the prior hip abductor muscle problems were given prior to the most recent arthroplasty and as such are patient-related. Hip instability is determined by the size and position of components in their relationship with the patient¿s anatomy and functional properties of the hip joint and has no relationship with materials or manufacturing related properties of the devices implanted. This case is not device-related. The clinical consultant concluded: suboptimal cup position in combination with hip abductor insufficiency have contributed to hip instability requiring revision of a standard trident liner to a mdm construct. If further information such as device details becomes available and/or the product is returned, this investigation will be re-opened.

Event description:
Patient was dislocating. Total hip was converted to a mdm construct.